Manufacturer narrative:
Final analysis found that the insulation was abraded at 42.5 cm to 43.7 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission revealed that the right ventricular lead exhibited high ventricular rate and noise reversion episodes. Electrical measurements were normal and stable. The patient did not report any symptoms due to the noise.